Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. It was also reported that the customer received a spanish software anomaly alarm. Customer's blood glucose level at the time mg/dl. Unable to troubleshoot the no delivery alarm. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing with no excessive no delivery alarms were noted. Several alarms were found in the history due to a corrupted history file. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.